Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (severe septal hypertrophy, septal bulge, severe native leaflet calcification), in addition to procedural factors (fair coaxial alignment of the valve and delivery system), likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was deployed too aortic. A second valve was deployed. During the procedure, the measurements on CT and tee were borderline for a 23mm vs. A 26mm sapien xt valve. A 22mm x 5.5mm true balloon was used to pre-dilate and contrast was injected to assess sizing. No leak was noted and the decision was made to use a 23mm xt valve. It was noted that the balloon did shift aortic during balloon aortic valvuloplasty (bav). The xt valve was positioned 50:50 aortic/ventricular (a/v) and inflated slowly under rvp. During the last 1/3 of the deployment, the valve shifted aortic 2-3mm. Moderate paravalvular leak (pvl) was noted posteriorly and the valve appeared 95:5 a/v on the lcc side and 80:20 a/v on the ncc side. A second valve was deployed and landed 60:40 a/v at the inflow side of the first valve, resulting in trace to mild pvl. The patient was transferred to pacu in stable condition. The patient¿s annulus measured 22mm x 24mm by CT with a valve area of 410mm2. Mild annular calcification, severe native leaflet calcification and mild aortic root calcification were reported. Additional, the coaxial alignment of the initial valve and delivery system was reported to be fair and the image intensifier angle was reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment. It was perceived that a septal bulge contributed to the malposition of the valve.